Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for co2 were within acceptable range. Repeat testing performed using the new sample draw and original sample gave similar results and were acceptable. The issue was resolved by repeating the patient sample. A siemens headquarters support center specialist reviewed the instrument data which was indicative of a software issue. The sample in question was allowed to be aliquoted into wells that had been contaminated by a cancelled linearity study. Siemens is investigating the issue.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The physician sent the patient back to the emergency room. A new sample draw was obtained from the patient and was tested on an alternate dimension vista instrument, resulting higher. The original sample was repeated on the original dimension vista instrument and alternate instrument and the redrawn sample was repeated on the original dimension vista instrument, resulting higher. The result obtained with the redrawn sample on the alternate dimension vista instrument was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018 additional information (B)(6) 2018 siemens healthcare diagnostics investigated the issue and determined that if a test(s)/order(s) is cancelled by the operator while the instrument is aliquoting the sample, the dimension vista instrument may continue to deliver the cancelled sample or vial contents to the aliquot well(s). Future samples may be assigned to the same aliquot well(s) and become contaminated with the existing contents or overflow of the aliquot well may occur, potentially contaminating a surrounding well(s). This issue only occurs when an operator manually cancels a test(s)/order(s) for calibration, quality control (qc), or patient sample while the instrument is in the process of aliquoting the sample. An urgent medical device correction (umdc) vsw-19-01.a.us was sent to us customers and an urgent field safety notice (ufsn) vsw-19-01.a.ous was sent to outside the us (ous) customers. The umdc and ufsn indicate that siemens is working to provide an software update to address the issue and advise customers to not cancel test(s)/order(s) for calibration, qc, or patient samples until the instrument is finished with aliquoting the sample.